Event description:
During iliac stenting procedure, using micropuncture for access to left groin, encountered difficulty with access. When the micropuncture device was removed, an inch of the dilator was missing. Fluoroscopy identified the tip as lying in the patient's subcutaneous tissue, having traversed through the wall of the iliac artery. A vascular surgeon was consulted and they took the patient to surgery for foreign body removal. Initial information: distal portion of the cook micropuncture push-plus transitionless introducer set sheared off and was not visible under fluoroscopy. Patient was sent to surgery to perform small cut down. Patient is fine.

Manufacturer narrative:
(B)(4). Corrected data from user facility report: one open and used device was returned. The outer catheter was separated approximately 6.5 cm from the proximal hub. The distal portion of the outer catheter was not returned. The inner catheter has a hole located in it immediately distal to the fractured portion of the outer catheter. The failure appears to be due to a puncture, which may have caused a weakening of the material, leading to the complete separation. Quality control confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. It is possible that outer and inner catheter were punctured during the procedure, either from the patient anatomy or by another device. This puncture likely led to a weakening of the material which caused the complete separation of the outer catheter. Quality engineering risk analysis was updated in response to this complaint. Based upon the conclusion of the risk analysis, no further mitigating actions are necessary at this time. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel.